Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for right atrial flutter with a thermocool smarttouch uni-directional catheter and suffered cardiac arrest requiring resuscitation which resulted in death. After ablation was complete, the patient arrested on the procedure table. Resuscitation attempts were unsuccessful. Patient expired on (B)(6) 2016. No autopsy was reported. Patient did not require extended hospitalization as a result of this adverse event. Physician's opinion regarding the cause of the adverse event is that it was related to the patient's underlying, pre-existing cardiac condition. Since this adverse event resulted in the patient's death, it is MDR reportable.